Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low phosphorus (phosm) results generated by the unicel dxc 800 pro synchron clinical systems. Nine (9) erroneously low phosm results were reported out of the lab. The results were for multiple patients and were in the range of 0.5mg/dl to 1.5mg/dl. The original samples were re-tested for phosm and the repeated results were in the range of 1.5mg/dl to 3.8mg/dl. Per customer, at least one patient was treated based on the erroneously low phosm result.

Manufacturer narrative:
Qc recovered within the customer's established ranges at the time of the event. The specimens were collected in lithium heparin plasma tubes. The customer contacted hotline and was instructed to perform user servicing procedures. However, it did not resolve the problem. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and replaced a stirrer motor assembly. The hardware is being sent to bci for investigation. There have been no further incidents of low phosm results. A hardware issue, addressed by the fse, may have contributed to this event. A malfunction will be assumed for the purpose of this report.